Event description:
Reporter alleged obtaining the results of 299 mg/dl, 144 mg/dl and 180 mg/dl back to back within 10 minutes on the active s system. Reporter stated that she ate something because she was feeling shaky at the time of the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.